Manufacturer narrative:
H6: investigation: customer reported a results issue on a bd bactec 9050 instrument (p/n 445800, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Bd remote assistance asked the customer to insert the empty bottles to check the performance of the machine and all bottles found negative. Bd asked user to do the manual subculture of affected samples and maintain the room temperature range. The machine was working fine. Review of the device history record is not required due to the age of the instrument. Service history review revealed no previous complaints related to this issue. Bd quality did not receive parts for investigation. This complaint is an unconfirmed failure of bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ 9050 system false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive."